Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/3/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with an unknown mentor saline prosthesis. Rupture on the right breast prosthesis was diagnosed post procedure during exchange surgery. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 600cc gel prostheses on (B)(6) 2018.

Manufacturer narrative:
On 5/29/2018, mentor received information that identified the initially reported unknown device: date of event: (B)(6) 2018, brand name: mentor memorygel breast implant, procode: ftr, common device name: prosthesis, breast, noninflatable, internal, silicone gel-filled: catalog: 3505504bc, lot: 5548155, unique identifier (UDI): (B)(4), PMA/ 510(k): p030053. On 6/8/2018, mentor was notified that the left side device migrated out of pocket and caused breast pain. Concomitant products: left mentor memorygel breast implant 550c gel prosthesis, catalog: 3505504bc, lot: 5626268. Device evaluation completed on 6/26/2018. Summary: it was reported that a (B)(6) year old caucasian female patient underwent breast augmentation revision with a mentor memorygel breast implant 550c gel prothesis on the right and an unknown mentor gel prosthesis on the left. In 2004, the patient experienced right device rupture and left side device migration out of pocket and breast pain. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 600cc gel prostheses on (B)(6) 2018. This report is for the right breast prosthesis. The device was received at mentor containing a gel that appeared cloudy. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection, the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed on 6/22/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).